Manufacturer narrative:
Updated field - b4,d9,g1,g3,g7,h2,h4,h6,h10. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
The initial reporter¿s name is shortened due to field character limit. The full name is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate this unit and found both batteries fully charged. The fse was unable to duplicate any battery charging issue and was successfully able to charge/discharge each battery. The fse verified battery bay operation checks and battery voltages were within specification. The unit passed the battery run time test (approx.90min per battery) passed. The fse removed and reseated both the power management pcb and system chassis fan. The dust build up was removed from the system chassis fan next to the pcb racking. Both battery bays were cleaned of dust and other substances. Electrical contact cleaner was applied to power inferface pcb connecters. The chassis fan rpm improved from 3990 to 4050 rpm after cleaning. The complete pm was performed with full calibration, functional testing and electrical safety checks to factory specifications. The system software was upgraded to version b.17. The unit was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not hold a battery charge. There was no harm or injury to the patient and no adverse event was reported .